Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was partially explanted and replaced due to exhibited high impedance and fracture. No patient complications have been reported as a result of this event.